Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient will undergo surgical intervention to have their ipg explanted and replaced for an unknown reason.

Manufacturer narrative:
Correction b5: additional information received reports that the patient underwent a ipg replacement due to normal end of life. Therefore, this event is no longer reportable.

Event description:
Additional information received reports that the patient underwent a ipg replacement due to normal end of life. Therefore, this event is no longer reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.